Event description:
The manufacturer received information alleging a ventilator was alarming for a service required alarm condition indicating a pressure sensor mismatch. There was no harm or injury reported. The manufacturer's field service engineer has not yet been dispatched for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.